Event description:
In 2001, the international distributor informed the manufacturer's representative of the following: physician found balloon rupture during procedure of taa. The physician purged about 80ml for this catheter and inserted catheter into descending aorta to stop bleeding. Balloon was ruptured suddenly after thirty (30) minutes. The device will not be returned.